Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issues by changing the cartridge and infusion set and resumed insulin therapy.